Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a bubble in the luer lock. The customer declined to prime out the bubble but was educated on the entire load process to help prevent future air bubbles. There was no impact to the customer's blood glucose level.